Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the distal end detachment was a stress problem identified. The most probable cause of the no image and the unspecified communication error was due to an electrical/electronic component problem identified. Lastly, the most probable cause of the charged coupled device housing corrosion was due to a degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope distal end was detached, had no image, had an unspecified communication error present, and the charged coupled device housing was corroded. There was no patient involvement.